Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, (B)(6) 2026, the cgm reading was low in the afternoon while at work. The patient was experiencing blurry vision. The patient¿s boss called her son, who brought her directly to the hospital. At the hospital, the bg was 500 mg/dl and the cgm continued displaying low. The patient removed the sensor. They performed laboratory works and her bg was over 1000 mg/dl. She was treated with insulin IV and was admitted. At the time of the report (B)(6) 2026 the patient was still hospitalized. During the follow up call on (B)(6) 2026 it was reported that the patient was also treated with antibiotic IV for an infection (unspecified). The patient was discharged on (B)(6) 26. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available